Event description:
Forensic dr asked if it is possible the spinal cord stimulator implanted in a pt who expired after having a lead replaced, may have been the cause of it. A follow up report will be sent when additional info is obtained.